Event description:
A us distributor reported that an integrated charger was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation of integrated charger was completed. The reported problem (integrated charger problem) was unable to charge due to an internally shorted u13 cmos flash microcontroller on the bedside board. The root cause of the shorted microcontroller was unable to be positively identified. There was no adverse event that resulted from the damaged charger.